Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued: e.1. Zip code:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
This record is no longer reportable to the FDA as the device is not PMA approved.

Manufacturer narrative:
This device is not PMA approved and record is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, d.1, d.4, d.9, g.4, h.4.